Event description:
A customer reported to beckman coulter, inc. (Bec) that stain leaked from coulter lh 750 slide stainer. In addition, a circuit board got wet and the instrument was indicating "fluid in tray" error. The customer was wearing ppe including gloves, lab coat, and eye protection at the time of the event. There was no report of exposure to mucous membrane or open wounds. No one sought medical attention. There was no death, injury or change to patient treatment as a result of this incident. Msds was not reviewed, but is readily available.

Manufacturer narrative:
On (B)(6), 2011, bec field service engineer (fse) confirmed a stain leak. The stain leak was in the slide stainer unit coming from the tubing that kept blowing off of the fill probe to bath 2. Stain build-up in that probe was causing the tubing to pop off. Failed efforts by the customer to resolve the leak problem were made, however, the customer managed to clean the stain out of the trays where the spill had accumulated. In the customers attempt to clean the spilled stain, the bath module was raised to the maintenance position and pushed too hard causing the rear water bath to splash over onto the sensor interconnect cd. No baths were drained while attempting to do the clean up. The fse removed the clot from bath 2 stain fill probe and dried off the interconnect board and all sensor connectors to that board. Consequently the leak and the fluid in bath tray error alarm issues were resolved. Repairs per established procedures were verified and results met published performance specifications. Root cause for the leak was associated with stain build-up in the fill probe to bath 2 located within the module assembly. Bec internal identifier for this complaint is (B)(4).